Manufacturer narrative:
This medwatch report is being filed based on information from the distributor that identified this event as the same event as medwatch report 2126666-2019-00076 in which the results of the image analysis did not present peeling of the hydrophilic coating; however, it did present irregular regions of cut/skive damage to the polymer jacket material scattered over the length of the specimen visible within the field of view. The cut skive damage resulted in polymer jacket removal and exposure of the underlying metallic core wire. The device was not received for evaluation; therefore, no physical analysis of the device can be performed. The batch number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. As noted in the warnings section of the devices instructions for use (dfu), "if resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications." As indicated in the precautions section of the device instructions for use (dfu), "the zipwire hydrophilic guidewire should be advanced through the scope in short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." Based on the information provided to date, it appears that clinical and/or procedural factors have impacted on the event as reported. The event date and patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Note: this report pertains to the second of two events that were identified by the distributor as the same event. Medwatch report 2126666-2019-00076 captures the first event. It was reported that the outer coding of wire peeling off when being passed through cystoscope, has happened on multiple occasions.